Event description:
Event reported below as described in medwatch report received from user facility: pt w/history of ICD implant in 1994 presented on 11/25/1997 for ICD check. Md documents following closely due to end of life. Interrogation of device revealed charge sum greater than 25 seconds. On 11/25/1997, she underwent evaluation of defibrillator. A fracture of one of the pacing leads was found. The old device was explanted, leads were capped and the abominal pocket was closed. A new device was implanted. There were no complications.